Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "complete rupture". This record is for the left side. Device has been explanted and replaced.

Event description:
Device was explanted.